Event description:
The customer was hospitalized with high blood sugars. The review of the history revealed that the pump alarmed e-01 in april 2005, indicating the programming had been reset to factory settings, the doctor did not have time for further troubleshoot the and the customer was not available.